Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. The cause of death has been researched but has not been received.

Event description:
It was reported by the attorney that the patient had an ICD lead malfunction. Medical records received reveal the patient had diagnosis of "dilated non-ischemic cardiomyopathy, class IV heart failure, paroxysmal atrial fibrillation, persistant left vena cava" and was on heart transplant list. The medical records report the patient had surgery on (B) (6) 2009 for major debridement of right sub-cutaneous pocket, extraction of device system including the ICD lead, large tear in right brachiocephalic/svc junction, median sternotomy with repair of tear. An acute event requiring acls (advanced cardiac life support) occurred and patient is reported to have expired. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Event description:
It was reported by the attorney that the patient had an ICD lead malfunction. Medical records received reveal the patient had diagnosis of "dilated non-ischemic cardiomyopathy, class IV heart failure, paroxysmal atrial fibrillation, persistant left vena cava" and was on heart transplant list. The medical records report the patient had surgery on (B) (6) 2009 for major debridement of right sub-cutaneous pocket, extraction of device system including the ICD lead, large tear in right brachiocephalic/svc junction, median sternotomy with repair of tear. An acute event requiring acls (advanced cardiac life support) occurred and patient is reported to have expired. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. The cause of death has been researched but has not been received. Additional information from manufacturer's representative reported the leads had been removed without difficulty, the patient was fine initially, and then began to have low blood pressure problems. The patient's heart was checked for motion via transesophageal echocardiogram after attempting to pace the patient's heart. They found that blood had clotted inside the heart. Full resusitation of the patient was begun, but was unsuccessful and the patient died in the operating room.